Manufacturer narrative:
A system check was performed on (B)(6) 2010 and met specifications. On (B)(4) 2010, the field service engineer (fse) performed a system check and met specifications. During the utility assay that follows, there were two errors: "wash valve motion error" and "wash pump home error". The fse replaced the wash pump home sensor, wash pump, rotor, belt and seals. A system check and a high sensitivity system check were performed and both met specifications. A 10 point precision run was performed with good precision. Verified repair per established procedures. All testing met specifications. As of (B)(4) 2010, quality control was within specifications at all times. Since this event, the customer established a repeat policy. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03567.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patient samples tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed. The test results were normal. No reports of death or serious injury as a result of this event. This is event 2 of 2 events reported by this customer for two patients. Effect to patient treatment is unknown.